Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Externalized conductors were seen via fluoroscopy. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.